Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se found the graphic user interface (gui) liquid crystal display (lcd) cable to user interface printed circuit board (pcb) to be disconnected, which was reconnected to resolve the issue. No parts were replaced. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the ventilator's display became blank. There was no patient involvement.